Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was hospitalized twice for an issue with their "wires", once recently and another time eight or nine months ago. No further information could be obtained. The system is still in use. No patient complications have been reported as a result of this event.